Manufacturer narrative:
(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause.

Event description:
It was reported that "after insertion of the double-lumen endotracheal tube into direct laryngoscopy, verifying correct positioning by video bronchoscopy they noted in the inner part of the tracheal lumen, the presence of a small piece of surface lifted from the body of the tube. The problem did not interfere with the patient's normal ventilation." No patient harm or injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after insertion of the double-lumen endotracheal tube into direct laryngoscopy, verifying correct positioning by video bronchoscopy they noted in the inner part of the tracheal lumen, the presence of a small piece of surface lifted from the body of the tube. The problem did not interfere with the patient's normal ventilation." No patient harm or injury.